Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was still under review, but as of now it is heart attack. The caller stated that the customer was not found for two days. The caller stated that the customer had other medical issues, not related to diabetes, that lead to the customer's death. The caller also stated that the customer had been hospitalized for diabetic ketoacidosis and seizures. The caller did not know the customer's blood glucose at the time of death. The caller was not wearing the insulin pump at the time of death. The caller did not know how long the device had been disconnected; might have been getting ready to take a shower. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with minor scratches on display window. We were unable to perform data analysis due to no pump history available on history download. No data was available due to pump being received without battery in the battery tube.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.